Event description:
Per the clinic, the patient experienced extrusion of the internal device, resulting in the decision to explant the device.the device was explanted (B)(6), 2011, and the patient was reimplanted with a new device on (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)